Event description:
Caller states the patient tested 8.0 inr on the coaguchek s system and 4.28 inr on a comparison lab. Patient was told to hold coumadin until lab result returned. Once the lab result returned, the patient was instructed to continue to hold coumadin for a 'few more days'. No adverse event reported. Requested return of suspect system, and replacement was sent.